Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The customer was seeking to address a wear and tear level on mounting kit that allows for the monitor to fall off, as the unit should be secured to the clamp, but the monitor fell of the mount. The rse determined that the issue was caused by wear and heavy use; there was damage between the mount and its connection points. Based on the information available and the testing conducted, the cause of the reported problem was damage between the mount and its connection points. The reported problem was confirmed. The customer was provided information on the replacement part needed to resolve the issue, and the customer will be ordering the part. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the monitor fell off the mount. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.